Manufacturer narrative:
The reagent status screen displays "days usable" for reagents loaded on the system. The system is designed to compare the days to expiration for the cartridge and the onboard reagent stability days (the number of days an in-date reagent is stable once it is opened and loaded onto the system) for the assay and display whichever is less as the "days usable". The software is failing to incorporate the days to expiration in the number of "days usable". It is only displaying the onboard reagent stability as the days usable.

Event description:
During in-house testing at beckman coulter inc., it was discovered that cartridge reagents with an expiration date prior to 12/2011 will not exhibit "expired" on the reagent status screen if manually loaded. Cartridges that are automatically loaded (read by the barcode reader) do not exhibit this issue. No customer complaints have been received on this issue.